Event description:
The customer reported that his blood glucose reached 600 mg/dl after the pod was worn for his leg for two days. The cannula slipped out of the skin.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged form the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.